Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which the open key on the channel a pumphead keypad was inoperable. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is 5.48.92, categorized as remediated. There is no further complaint information available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was previously serviced for the reported condition, however the previous servicing didn't contribute to the reported problem because the assignable root cause was found to be fluid ingress on the keypad. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "open button of keypad at channel a was inoperative" was confirmed by baxter personnel during product evaluation. The root cause was assigned to a defective pump head module open key. It was not indicated what was done to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.